Manufacturer narrative:
Initial reporter phone #: (B)(6). Bd received fifty-nine (59) samples, two (2) videos and four (4) photos for investigation. The videos and photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had low draw. The need for secondary collection, resulting in dissatisfaction of children's parents, to complain to the mayor. The collected specimens were not submitted for examination, so the test results were not affected. In the case of children, the needle was not re-inserted and the blood vessel was replaced. Affected iso15189- laboratory quality inspection.